Event description:
It was reported the patient fell and tore the quad tendon which resulted in the need to replace the insert.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical investigation concluded that no clinically relevant information was provided to perform a thorough medical investigation. The patient impact beyond the reported contributing factors (fall and subsequent quad-tendon tear) and the revision procedure itself cannot be concluded. No further medical assessment is warranted at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints. Should additional information be received, the complaint will be reopened. We consider this investigation closed.